Event description:
It was reported that there was an issue with arterial waveform during use. The pump used during the treatment is unknown. The patient presented with a stemi and underwent intervention to the right coronary artery. A 40cc balloon was placed in a patient who was hypotensive and required levophed support. After the balloon was inserted and activated, the patient¿s blood pressure worsened, and the arterial waveform tracing was suboptimal. According to the doctor, there was concern that the balloon may have not been triggering appropriately. The inflation may have been occurring during systole rather than diastole. The team exchanged iabp consoles while keeping the same catheter, with no improvement. The catheter was then exchanged for a second iabp catheter. At that point, additional issues were noted with EKG triggering, and the patient¿s hemodynamic response appeared even less favorable. The patient required escalation to an impella for hemodynamic stability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.